Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, premature deployment issues and a broken coil occurred. The indication of procedure was to treat an endovascular leak of an abdominal aortic aneurysm. The aneurysm sac was 10-12mm. Another manufacturers' .021" microcatheter was placed into the moderately tortuous inferior mesenteric artery and several pushable and interlock coils were deployed into the aneurysm using intermittent flush. The physician wanted to place this 10mm x 30cm 2d interlock 18 coil into the lumbar, which was less than 2mm, to complete the embolization. The coil became detached from the pusherwire while inside the catheter. The catheter was pulled back resulting in the coil exiting the catheter. The coil did not take shape because it was too large for the vessel. The straightened coil then migrated into the hypogastric artery. An attempt was made to snare the coil; however, this resulted in the coil breaking two different times. The physician was able to retrieve the distal portion of the coil, the proximal portion of the coil was pushed into the external iliac where it was trapped against the vessel wall with a stent. The procedure was considered completed at this point. No further patient complications were reported and the patient's status is fine.